Event description:
It was reported that an occlusion alarm occurred. Reportedly the customer is using fiasp insulin. Tandem technical support informed customer that using fiasp insulin, is off label per the user guide. Additionally, the customer was wearing the infusion set for 3 days. The customer was taken to the emergency room and was subsequently admitted into the hospital with a blood glucose level in the 700's and high ketones. The customer attempted to address the elevated blood glucose level by giving a correction bolus via the pump, and manual insulin injection. The customer was treated with intravenous fluids of saline and insulin, which resolved the issue and the customer was released on 3/4/24 with no permanent damage. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.